Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump displayed a message that "cartridge will not load" during the infusion. The therapy was restarted but the issue occurred again. It was reported that the infusion was life sustaining and that the patient had a back device to switch to. There was no reported injury to the patient.